Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement of 127 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further review found that the shock impedance measurement had risen gradually. Ts also discussed that single coil leads tend to run a little higher in impedance measurements. Ts discussed either continuing to monitor or further troubleshooting steps. At this time, the clinic has opted to continue to monitor the patient and no changes have been made to the system. The rv lead and crt-d remain in service and no adverse patient effects have been reported.